Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer experienced a blood glucose level above 400 mg/dl and high levels of ketones. Healthcare provider identified the ketones as dangerous. Customer delivered a correction bolus via the pump and administered a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy until replacement pump arrives.